Manufacturer narrative:
Healthcare professional information is not provided due to country privacy laws. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach. The patient was undergoing a coil embolization procedure to treat a transverse sinus arteriovenous fistula located in the eloquent region of the brain. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil was prepared according to the instructions for use (IFU). Detachment could not be achieved with instant detacher or secondary method. 3 or 4 unsuccessful attempts were made with the instant detacher. It was noted there was no problem with the instant detacher. 1 unsuccessful attempt was made to detach the coil manually with the hypotube. The coil was removed and replaced with another from the same lot which was used successfully without issue. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no problems prior to the coil non-detachment. There was no particular damage noticed to the pushwire. Since the wire for secondary detachment can also be pulled, it is presumed that the rear end of the coil and the tip of the delivery wire may have been fitted.